Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2015. Reportedly, the customer experienced an elevated blood glucose (bg) level. However, the exact value was not provided. The customer's healthcare provider believed the customer's diabetes and elevated bg level may have contributed the fluid around their heart stent. Reportedly, the customer received open heart surgery. It was noted that there may have been a bent cannula; however, it could not be confirmed. The customer was released on approximately (B)(6) 2015.